Event description:
It is reported that the pt was revised due to itst nail fracture for the second time. Surgeon decided that the fracture was due to a joint issue. He removed the implants and fixed the problem with a ti-versa.

Manufacturer narrative:
This report will be amended when our investigation is complete.